Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator electronic lock monitor was failed. A field service engineer (fse) identified that the smart remote manager kept failing. All cables were checked and found to be in good condition. A new latch was replaced, and the customer tested the device multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, he e lock temperature monitor had failed and displayed an error on the refrigerator. The customer had recovered the error, but it failed again afterward. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.